Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted due to high blood glucose on (B)(6) 2019 with blood glucose of 183 mg/dl. Customer stated insulin pump did receive a low battery alert prior to the replace battery alert within 6 hours. The customer states the battery was previously used. The insulin pump will not be returned for analysis.